Event description:
It was reported that a "channel error" for channel disconnected occurred at 10:45 am and it resulted in pump being "offline" during interoperability programming. The electronic infusion order reportedly did not populate into the pump and the clinician had to manually program the precedex infusion order. The patient self-extubated and required "to be bagged and re-intubated".

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a "channel error" for channel disconnected occurred at 10:45 am and it resulted in pump being "offline" during interoperability programming. The electronic infusion order reportedly did not populate into the pump and the clinician had to manually program the precedex infusion order. The patient self-extubated and required "to be bagged and re-intubated".